Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to infuse is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed a large amount of use residue throughout the returned sample. An attempt was made to flush both lumens with a 12 ml syringe of water and the purple lumen was found to be patent to infusion and aspiration; however, the flowrate of the purple lumen appeared to be lower than usual. The red lumen was found to be fully occluded. A stylet was inserted into the red lumen in an attempt to locate any occlusions within the catheter and the stylet was stopped within the lumen about 1 cm proximal to the distal end of the catheter. An attempt was made to push the occlusion out of the catheter; however, the stylet pierced through the occlusion. A microscopic observation revealed the distal end of the red lumen was occluded with a reddish-brown residue. This residue was observed to be dark and somewhat crystalline in appearance. The occlusion within the catheter appears to be caused by the buildup of biological material and/or precipitates. The product IFU contains suggested catheter maintenance procedures. A lot history review (lhr) of recw2252 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recw2252) have been reported from the same facility in (B)(4).

Event description:
It was reported that the distal tip of the catheter was caught by the guidewire around subclavian vein and could not be advanced. A catheter made by another manufacturer was used to complete the procedure. When checking patency of the catheter after removal, red hub lumen of the catheter could not be infused. The physician guessed that the red hub lumen got damaged by the guidewire when the guidewire was getting through the lumen, which may be affected reported occlusion. On (B)(6) 2019: use-residue occlusion was found within the returned sample.